Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) shut off on it's own while on a patient. There was no harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) shut off on its own while on a patient. Getinge field service engineer (fse) at approximately 2:30pm on (B)(6) 2022, staff reports hearing loud squeal from pump and found not running while on patient. Unit was immediately swapped out with known working unit. No patient harm reported. Able to confirm error code 118 in logs at time of reported event. Unable to reproduce problem. Per service manual, replaced the c oiled cable and video generator board . Functional testing and safety check to factory specifications. Unit passed all functional safety tests per factory specifications. Returned to customer and cleared for clinical use. The video generator board was observed per the cardiosave service manual revision p with no visual damage. The national repair center installed the video generator board into the cardiosave test fixture and tested the video generator board to factory specifications per procedure number (B)(4) and the cardiosave service manual problem was found. Video generator board will be sent to thesupplier for future failure analysis per procedure number (B)(4). The video monitor board was observed per the cardiosave service manual part number revision p with no visual damage. The national repair center installed the video monitor board into the cardiosave test fixture and tested the video monitor board kit to factory specifications and the cardiosave service manual . No problem was found. Video monitor board will be sent to the supplier for future failure analysis per procedure number (B)(4). The national repair center installed the coiled cable into the cardiosave test fixture s and tested the cable to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of the display going blank. The cable passed testing. Retaining the cable in the nrc per procedure number (B)(4). (B)(4) the new supplier (B)(4), will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d9(return to manufacture date).

Event description:
N/a